Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the sample mechanism rotation was loose with a missing screw. The fse installed a new screw and secured the rotational movement, adjusted the sample probe, rinsed the sample probe flow path, and made pinch valve tubing exchanges. Mechanical checks performed successfully. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 1 patient sample on a cobas 6000 e601 module. The initial serum result was 0.121 miu/ml. The emergency room staff had performed a urine pregnancy test on the patient and the result was positive, which prompted them to collect a new serum sample for testing. The new sample was tested and the result was >10000 miu/ml with flag. The sample was auto-diluted and the result was 66815 miu/ml. The customer repeated the first sample on another line and the result was >10000 miu/ml with flag and the auto-dilution result was 67577 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed 20-dec-2025. The qc recovery data provided was within specification. The alarm trace showed multiple abnormal sample aspiration and abnormal probe sucking alarms. The service maintenance actions performed by the fse resolved the issue.